Event description:
In 2005, the lay patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The pt obtained results of 9.4 and 7.1 mmol/l on the reported meter within 10 minutes of each other; the readings were not precise. The patient received no medical attention. The customer service agent (csa) walked the patient through a control solution test; the result of 6.3 mmol/l fell within the control solution range of 5.6 to 7.5 mmol/l. The pt stated some of the test strips were in good condition; however, some of the test strips were peeling. The meter, test strips, and control solution were replaced.